Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure the lead had broke and 2 of the electrodes showed impedances of > 4000 ohms. The lead was then replaced and the pt, post-operatively, was able to receive therapy to the desired region.